Manufacturer narrative:
Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the u.s and not sold in the u.s. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter was being placed on (B)(6) 2017 the dressing was removed only to find the catheter had broken off in the hand. Medical intervention includes; on (B)(6) 2017 the broken catheter was removed surgically during a vascular surgery. This is considered a serious injury and medical intervention took place.

Manufacturer narrative:
3 photos were returned for investigation of this complaint. ¿the first photo showing 1 used vps cannula hub with the vialon tubing (catheter) slanted to the right and shorter than its original length. ¿the second photo showing the vps unit pack (catalog no. 393224 batch no. 7151098). ¿the third photo showing 1 used vps cannula hub with the vialon tubing (catheter) slanted to the right and shorter than its original length. 1 actual sample was returned for investigation of this complaint. Broken catheter was observed on the returned sample. Figure 1: actual used sample returned a visual inspection on the catheter tubing was performed. There is a pierce hole on the catheter and the broken portion of the catheter appears to be a clean cut. The catheter could have probably been cut by sharp object. The manufacturing process was reviewed. The assembly process flow has been traced based on the pierced through and broken catheter length. No machine part will come in contact with the catheter tubing. There is no process in the manufacturing facilities that could have caused this nonconformance. The manufacturing process includes an automated vision inspection machine that will reject parts not meeting lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification. Therefore, this reported nonconformance could have occurred out of the manufacturing facilities. Figure 2: broken catheter of returned sample. Broken catheter and pierce through hole was observed on the actual sample. The assembly process flow has been traced based on the pierced through and broken catheter length. No machine part will come in contact with the catheter tubing. There is an in-line vision inspection system that would reject incorrect lie distance during production. A broken catheter will automatically be rejected as the lie distance will be out of specification. There is no process in the manufacturing facilities that could have caused this nonconformance. No machine part will come in contact with the catheter tubing. A broken catheter will automatically be rejected by an automated vision inspection machine as the lie distance will be out of specification. Therefore, this reported nonconformance could have occurred out of the manufacturing facilities. There is no process in the manufacturing facilities could have probably cause the broken catheter. There is an automated vision inspection system that rejects part not meeting lie distance requirement.